Event description:
Customer reports 8 incidents of blood leaks which occurred over 18 day period in 2001 on reuse numbers ranging from 6-33 during patient use. No further information available. No pt injuries or medical intervention reported.